Manufacturer narrative:
Film analysis summary: the exact cause and source of the reported endoleak could not be determined from the films provided. Pre-implant CT¿s were not available for review. Review of angiograms during implant revealed that the proximal neck was angulated and likely contained thrombus, and stenosis was observed within the left external iliac artery ranging in diameter from 6 ¿ 3 ¿ 6mm just distal to the iliac bifurcation. Final angiogram showed that the infrarenal neck and proximal bifurcate aortic body were acutely angulated at the mid-body (between rings 2 & 4) ~45 deg lt-rt; relative to the distal aorta and iliac limbs. The od of the bifurcate sharply varied from ~27mm at the proximal margin, narrowed to 20mm along the inner curvature near ring 3, and expanded to 28mm near ring 4. No clear endoleak was seen. Returned CT¿s from 2 weeks post-implant revealed that the maximum diameter aaa measured 77mm. The bifurcate proximal od measured ~24mm, across ring 3 narrowed to 21mm, and expanded out to 28mm at aortic body ring 4. The maximum angulation between the aortic body and iliac limbs measured 60 deg. No clear endoleak was observed; however, slight amounts of thrombus (1 ¿ 2mm thickness) was observed along the inner wall of all the devices especially within the aortic body. Angiograms from an intervention 13 months post-implant revealed severe stenosis near the origin of the left external iliac; the flow lumen diameter measured down to ~2mm. Thrombus was also observed within the distal segment of the left/contra limb and extension. After ballooning and implant of an iliac bare metal stent, final angio showed improved patency within the left limbs and a patent left external iliac artery. Another angiograms during an intervention 35 months post-implant revealed a potential endoleak; contrast appeared to be coming primarily from along the right side of the bifurcate aortic body. The exact source could not be determined, but was most likely from along the inner curvature of the bifurcate angulation. After implanting another manufacturers aortic cuff within the bifurcate aortic body the endoleak appeared to have resolved. CT¿s returned from 47 months post-implant revealed that the maximum diameter aaa measured ~70mm, the maximum stent graft angulation between the aortic body and iliac limbs measured 75 deg, and no clear endoleak was observed. From the films provided, it appears most likely that the observed endoleak reported ~3 years post-implant was a type iii fabric endoleak coming from the bifurcate aortic body. The exact cause could not be determined. It is possible that the stent graft angulation observed at implant and during an early follow-up CT, with the resulting acute stent diameter reduction and stent ring overlap along the neck inner curvature, may have led to fabric tears due to external abrasion caused by the adjacent stents. The cause of the observed stent thrombus, primarily seen within the aortic body and contra limbs, is unknown. It is possible that the pre-existing stenotic left external iliac artery may have contributed. This may also have been caused by a patient condition such as poor distal runoff. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 79 mm abdominal aortic aneurysm. The patient presented emergently and a CT showed an endoleak was present. Intervention was performed with the implantation of a non mdt cuff and it was confirmed that the endoleak was a type iiib. As per the physician, the cause of the endoleak was due to a perforation of the stent graft fabric between the 2nd and 3rd stent of the main body bifurcate. No additional clinical sequelae were reported and the patient will be monitored by their physician.